Manufacturer narrative:
The compressor was investigated on site by our field service engineer. It was found with stucked fuses in the mains inlet due to excessive dust build up. The mains inlet and fuses were replaced and the compressor was returned to clinical use after successful functional and safety checks. The blown fuses and the defective mains inlet have not been investigated further, but earlier investigations of similar complaints determined that the causes of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. The true cause for the blown fuses and the defective mains inlet in this case has not been determined but the buildup of dust that was found in the mains inlet is the most likely cause or contributory factor.

Event description:
It was reported that during preventive maintenance, the fuses in the mains inlet of the compressor were found stuck. There was no patient involvement. (B)(4).